Event description:
Infusion pump with a failure code 33 found during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.